Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date). At the time of this report, the patient has recovered from peritonitis, cloudy fluid and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid and abdominal pain. A day prior to the peritonitis diagnosis, the patient experienced cloudy fluid and abdominal pain. The cause of the events were unknown. It was not reported if the patient was hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (1g, every 72 hours, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.